Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Lens not returned. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found one haptic bent. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, possible root causes for lens damage include both delivery system issues and handling errors by the customer. Investigation of the root causes of lens damage, were addressed in a CAPA opened in (B)(4) 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).

Event description:
The reporter stated the surgeon was inserting an (B)(4) silicone aspheric three piece lens and noted one haptic was bent. There was patient contact but no injury. Another same model lens was implanted.